Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation of d11: product ID kdr701 implantable pulse generator (ipg) implanted: 2006-(B)(6), product ID imd49b52 implantable pacing lead implanted: 2000-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range, with lead impedances <(><<)>200 ohms.

Event description:
It was reported the right ventricular (rv) and right atrial (ra) leads both triggered lead warnings for low impedance. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.